Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.2 cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels fluctuate as low as 70 mg/dl to approximately 300¿mg/dl while wearing the pod between 4 and 24 hours. The adhesive strip did not adhere to the skin for the required duration, resulting in the cannula becoming dislodged. Symptoms reported include shakiness and lightheadedness. The patient also noted increased sweating on the abdomen and legs. The patient reported they exclusively wear the pods on their arms due to their active work as a nurse, where other body placements do not stay secure.